Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 357 mg/dl. Customer stated that the buttons do not work properly. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer also had issues with her sensors. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.